Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room (ER)with greater than two seconds of pacing inhibition. It was noted that rv threshold measurements had increased and the automatic capture (ac) feature was observed to be pacing in retry at 5 volts. The patient was pacemaker dependent. It was noted that threshold measurements had been steady at around 2 to 3 volts, however, while monitoring the patient in the ER, loss of capture (loc) was observed for up to 10 seconds. Additionally, it was noted that the patient experienced a syncopal episode approximately four days ago and fell and hit their head. It was unknown if the syncope was a result of the loc. The device was programmed to a fixed output of 5 volts at 1.0 milliseconds and no further loc was observed. This product remains implanted and in service. No additional adverse patient effects were reported.